Manufacturer narrative:
Unable to confirm serial number.

Event description:
The customer reported that pressure measurement 1 (p1) freezes intermittently. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.